Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) did not perform compression and displayed " realign patient" on the user control panel was confirmed during functional testing and confirmed during archive data review. The investigation findings revealed that the root cause was due to the defective drive train motor. Visual inspection of the returned platform was performed and found no physical damage. The archive data was reviewed and contained multiple user advisory (ua) 02 (compression tracking error) error message. Evaluation of the platform revealed a ua 02 error message on the user control panel during executing take up. It was indicated that the drive train motor was defective. The drive train motor was replaced. The autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The platform passed all functional tests and is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Per zoll medical safety assessment, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, the autopulse platform (sn (B)(4)) did not perform compression and displayed " realign patient" on the user control panel. Unknown if manual CPR was provided during the pause of the platform. A return of spontaneous circulation (rosc) was not achieved. The patient was pronounced in hospital after transport. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR.

Event description:
During patient use, the autopulse platform (sn (B)(4)) did not perform compression and displayed " realign patient" on the user control panel. Unknown if manual CPR was provided during the pause of the platform. A return of spontaneous circulation (rosc) was not achieved. The patient was pronounced in hospital after transport. Ccr (B)(4) for 1st patient is submitted under MDR 3010617000-2020-00037.